Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old japanese male patient had impella 2.5 pump inserted in the right femoral for cardiomyopathy. It was reported the patient developed a hemorrhage at the impella access site. As a result, the patient was administered 42 units of total blood transfusion.